Manufacturer narrative:
(B)(4). The device was manufactured august 3, 2015 - august 4, 2015. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and revealed that the device¿s flow rate was within specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused. The reporter stated that after the expected therapy time, there was solution remaining in the bladder. There was no patient injury or medical intervention associated with this event. No additional information is available.